Event description:
It was reported a patient underwent a revision approximately one month post implantation due to unknown reasons. A shell, bearing, head and taper were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00776. D10: cat #: 650-1065 / cer option type 1 tpr sleve -3 / lot #: 3101857. Cat #: 650-1055 / cer bioloxd option hd 28mm / lot #: 3114759. Cat #: 110031009 / 28mm i.d. 38mm o.d. Size c bearing / lot #: 65931510. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Unable to confirm the complaint as no product information or medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.